Event description:
A report was received that the pt is experiencing pain and discomfort at the lead site. The pt had the entire precision system explanted. The physician believes that the pt's pain is procedural pain and is not related to the device. The pt is reportedly doing well.